Event description:
The customer reported the issue as an unspecified problem with the autonomy of the plum 360 device. During testing and investigation the device displayed a depleted battery alarm with battery empty icon when powered up. Additionally, multiple n56 and n252 alarms were noted in the device history log. The battery was replaced and the change battery option was keyed, following which the device passed testing. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.